Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high threshold was noted on the patient's right atrial (ra) lead post coronary artery bypass grady surgery. When the patient presented for device explant due to normal battery depletion, the lead was capped and replaced on (B)(6) 2020. The patient was stable.